Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated on (B)(6) 2020 they were trembling and in pain, so her husband called emergency medical services (ems). The patient¿s cgm was 120 mg/dl; however, her bg per ems was 41 mg/dl. The patient was given oral glucose to increase her blood sugar and once stabilized, declined transportation to the hospital. After ems left, the cgm value stayed at 111 mg/dl; however, the patient¿s bg was 62 mg/dl. The sensor was removed, and a new sensor was inserted. The reported glucose values fall within the d and b zone of the parkes error grid. At the time of report, the patient was in stable condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.